Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the coating on the insertion tube was peeled off due to usage stress, external factors, or handling. However, a definitive root cause could not be determined. The reported issue (leakage) was confirmed. It was observed there was a leakage from the bending section cover. In addition, service found the bending angle was out of specification due to wear of the angulation wire, the channel cleaning brush could not be smoothly inserted due to buckling of the forceps channel, the insertion tube was crushed, the insertion tube was wrinkled, there was an abnormal noise due to damaged angle lever, the adhesive on the bending section cover was chipped, the light guide connector was damaged, the universal cord was wrinkled, and the video connector was cracked. Scratches were observed on multiple parts due to external factors. Per the legal manufacturer, these other device issues found by service have no the potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was exhibiting a leakage. The reported issue occurred before cleaning. There was no patient/user harm or injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the coating on the insertion tube was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling from the insertion tube). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.